Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had left breast surgery and that the shoulder straps on the garment are rubbing on the incision and both breasts, causing them to swell. The area was described as red and chaffed and that the straps are causing discomfort and discoloration or darkening of skin on the patient's breast and left side of body. The patient also reported that the skin under all four ECG electrodes is red and itchy. The patient's doctor recommended removing the lifevest until the irritation healed. The final medical outcome of the irritation is unknown.